Event description:
Paramedics were monitoring a pt's ECG with a 3-lead ECG pt cable and the device. According to the reporter, the device intermittently alarmed ECG leads off while monitoring. No adverse effects to the pt were reported as a result of the alleged malfunction.